Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. The treatments are related to circumstances of the procedure as a cut down procedure was performed to remove the device, causing a significant delay. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device separated between the proximal and distal sheath. The patient was taken to surgery for a cut down to removal of the distal sheath and hemostasis was achieved surgically. There was a clinically significant delay in the therapy due to the surgery. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.